Manufacturer narrative:
Corrected information: date of explant should have been (B)(6) 2019 rather than (B)(6) 2019. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14419. It was reported that the patient presented in the emergency room after receiving inappropriate shocks. Upon interrogation, noise was noted on the right ventricular lead with multiple non sustained events and securesense events. The noise was not reproducible with isometrics. Programming change was made. The lead was explanted and replaced. The implantable cardioverter-defibrillator was prophylactically explanted and replaced due to advisory. The patient was stable after the procedure.